Event description:
It has been reported that there was no ippc. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system had difficulty starting up. According to the information provided, the system was not in clinical use at the time the issue occurred. The issue was resolved after restarting the system. A philips service engineer inspected the system onsite and confirmed that the image processing pc (ip-pc) was not starting correctly. The engineer replaced the ip-pc, the hard disks and reloaded the software, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. It is advised in the instructions for use (IFU) to perform a system verification test to ensure that the system is functional before use of any clinical procedure. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Therefore philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome. Device problem code was corrected.